Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump shut off unexpectedly, an occlusion occurred and that the pump's alarm sound was not annunciating. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided, with large ketones, identified as dangerous by healthcare provider. Reportedly, the customer addressed their bg with a manual dose injection and drank water. A replacement pump was sent to the customer to resolve the issues.